Manufacturer narrative:
Investigation: based on the review of the sterilization records and product complaint details atrium can find no fault with the product. This lot of mesh passed all quality and performance requirement.

Event description:
Plaintiff allegedly experienced pain, inflammation, mesh deformation, mesh removal and recurrent hernia requiring additional surgeries, mesh infection, fistula and abscess.

Manufacturer narrative:
Based on the review of the device history records and product complaint details atrium can find no fault with the product. This lot of mesh passed all quality and performance requirement.

Event description:
This event is deemed reportable based on the allegations in a potential lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical¿s mesh product. Plaintiff allegedly experienced surgical revision since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.

Event description:
Plaintiff allegedly also experienced non-healing wound, granulation tissue and foreign body inflammatory reaction.

Manufacturer narrative:
Updated information in event problem and evaluation codes. Corrected: device MFR date.